Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a liver resection the surgeon was using the stapler and it misfired. The surgeon claims that the device only stapled on one side and consequently caused a perforation in the blood vessel he was attempting to staple. It was not reported how the procedure was completed. Additional attempts have been made to obtain further information. No response has been received to date. A supplemental report will be sent upon receipt of additional information.